Manufacturer narrative:
Complaint device was discarded by user. No product returned for evaluation. Should new information become available, a follow up supplemental report will be submitted.

Event description:
Received information that the patient line disconnected from the cartridge. Customer's blood glucose level was impacted. Reportedly, customer was able to lower blood glucose level to correct range after changing the cartridge and site.